Event description:
It was reported that during a da vinci si prostatectomy procedure the tip of a large hem-o-lok clip applier instrument became loose. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The grip cables were loose at the wrist. The housing was removed and the grip cables were loose but the clamping pulley screw was not loose. Additional observation not reported was damage on the surface of the main tube. The surface was discolored and splintering off. Material loss was evident. Failure analysis concluded the damage was likely due to improper cleaning. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a MDR reportable event; however; material loss on the main tube ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.